Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending section could not be bent in the ¿up¿ direction and did not meet standard values due to a cut and wear of the angle wire, the image was unable to be displayed due to a damaged charged coupled device unit and the electrical contact of the video connector was shaved. The evaluation also found that the water tightness was lost due to a pinhole in the bending section cover, the adhesive on the bending section cover was chipped, the video connector was scratched and cracked, the bending section could not be fixed firmly due to damage to the forceps evaluator lever, switch 1, the light guide cover glass, light guide connector, right/left lever, right/left plate, up/down plate, universal cord, grip, control unit, angulation lever and the video connector case was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishmentname: (B)(6) (documented here due to character limitation in respective field).

Event description:
The customer reported to olympus that the videoscope¿s control unit was damaged. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, the device was not able to produce an image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported black screen/no image issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling, a faulty circuit board component and or external factors. The issue may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.